Event description:
Eye infection [eye infection not otherwise specified]. Case description: us spontaneous report. A physician returned a ceeon intraocular lens, 912 (diopter 20). The pt developed an eye infection after surgery. The lens was explanted in a second surgery presumably as a result of the eye infection. No further info was provided on initial report.

Event description:
This port was found to a duplicate of report 2000029425us, which was submitted previously with completed information. FDA reference# 961456-2000-00022.